Event description:
A report was received that the patient had an infection at the pocket site. The ipg pocket site was red, sore, and swollen. The physician cleansed the pocket thoroughly and believed the infection was procedure related. The patient was prescribed clindamycin and was reportedly doing well after the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.